Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a definitive cause for the unintended movement associated with the clip opening while locked in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrective action summary.

Event description:
This is being filed to report the clip opening when locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. Final arm angle was established. When removing the lock line (ll), the clip opened 20-30 degrees. The physician tightened back down and closed the clip. Deployment was continued and the clip was implanted with no further issues. Another clip was placed and the mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.